Event description:
It was reported that after a single-port da vinci-assisted right upper pulmonary lobectomy procedure, a fracture on the 8th rib was identified by routine post-operative x-ray inspection and palpation, with no visible bruising. During interlobar formation between the upper and middle lobes, the sureform 45 curved-tip stapler had been positioned at an ¿unreasonable¿ angle that the surgeon suspects may have caused the trocar to compress the ribs. The trocar through which the sureform 45 curved-tip stapler had been inserted was placed at the 7th intercostal space. No bleeding was observed. The procedure was completed robotically. The surgeon is not concerned about the patient experiencing long-term complications. The patient¿s hospital stay will not be extended past the standard due to this event. No additional treatment is required for the fracture and there is no problem with spontaneous healing. There is no allegation against the da vinci system, instruments, or accessories.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The [device] involved with this event has not been received for failure analysis evaluation. Review of the advanced stapler inatrument log showed show the sureform 45 curved-tip stapler was installed on the system eight times and fired 6 reloads (1 gray, 1 white, 2 black, 1 white, 1 black, in that order). On installs 1, 2, 4, and 6-8, the first clamp was successful, and the firings were completed with no pauses for compression. On installs 3 and 5, no clamping or firing was attempted. On install 4, the system failed to detect the reload color and the user manually selected the black reload via the gui (guided user interface) on the ssc (surgeon side console) touchpad. After the 8th install, the stapler was removed and not used again in the procedure. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the system logs. Review of the system log showed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.